Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial/batch: (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial/batch: (B)(6).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device components were discarded by the facility.